Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was restarting repeatedly after reboot and does not boot normally. Review of the log file showed software error. Fse identified that the patient database was too full, the system was unable to open the patient database. Fse erased some patient¿s data to find a 50% of full disk. After which the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system no longer boots properly. The device was inside clinical use at the time of the event. No patient harm was reported.